Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Knee claim letter received. Claim letter alleged that patient sustained personal injury as a result of implantation of a defective depuy attune knee device. Doi: (B)(6) 2016. Dor: unk unknown knee. Medical records reviewed: patient underwent a right knee tka utilizing attune implants with unknown cement for osteoarthritis on (B)(6) 2016. Surgeon indicates some type of reconstruction for possible fracture or acl injury was performed prior to the tka. No further details provided. Office notes on (B)(6) 2018 indicate the patient has undergone a closed manipulation under anesthesia for residual stiffness on an unknown date.